Event description:
Follow-up information was received from the physician injector on 10-feb-2016. The physician injector is the source of this new information and is identified. Relevant medical history and concomitant medications were reported as none. Previous filler history included belotero a few times under the eyes and radiesse once before in cheeks with no problem. The physician injector reported that the patient developed necrosis from nasal alar to oral commissure. Additional treatment measures provided by the physician injector included platelet-rich plasma injections and micro-needling. As of (B)(6) 2016, the patient was much better, with reepithelialization, and making great progress. She had a small scar that resolved.

Event description:
Follow up information was received from the initial reporter (treating physician, not the injector) on 01-mar-2016. The physician clarified that the patient had been treated with mupirocin ointment (previously reported as mucosin ointment). The physician reported that the patient has undergone 10 treatments total of hyperbaric oxygen. The physician also reported that the patient is receiving weekly micro-needling followed by platelet rich plasma. The patient has scarring which extends from the side of her right nose to her marionette area. In the opinion of the physician, the events were most likely related to the use of radiesse given the timing.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, the device was assessed as possibly causing or contributing to the event. The lot number was not reported. The reported events of necrosis and vascular occlusion are addressed in the label.

Event description:
A physician reported that a (B)(6) female received radiesse injections to her nasal labial folds. Medical history and concomitant medications were not reported. On (B)(6) 2016, the patient was injected with an unknown quantity of radiesse to her nasal labial folds by a physician. Following injections, the patient experienced pain which worsened the following day. On (B)(6) 2016, the patient went to the emergency room (ER) due to continued worsening pain and because her injector was out of town. The ER sent her to a different physician who diagnosed a vascular occlusion. The physician administered hylenex (hyaluronidase), 1/2 inch of nitroglycerin paste, aspirin, warm compresses, and massage. At the time of this report, the area was swollen with necrosis from the nasal alar to the marionette lines and sloughing present. Further information was pending. Follow-up was obtained on 26-jan-2016 from the physician. One syringe was injected into the cheeks, midface, and a small amount that was left over was injected into the nasal labial folds. Additional treatments included keflex (cephalexin), mucosin (carbocisteine) ointment, viagra (sildenafil), oral prednisone, and hyperbaric oxygen. The patient had undergone two hyperbaric treatments so far. The area of necrosis was extending past the marionette line area to include the upper lip. The patient was to undergo another hyperbaric oxygen treatment either on (B)(6) 2016. The treating physician felt the patient was moving into the healing phase; however, it was difficult to definitively determine due to the large area of necrosis. Follow-up was obtained on 02-feb-2016 from the physician. As of (B)(6) 2016, the patient was doing much better in that the pain was decreased and the eschar was no longer present. The physician believed that there may be some scarring, although not too deep. Since the area was still eroded however, it could be hard to tell exactly how much scarring would be present. The only ongoing treatment at the time of this report was wound care cream. The last hyperbaric treatment was on (B)(6) 2016 and it was unknown if the patient would be undergoing future hyperbaric treatments. The physician was of the opinion that the events were possibly related to the use of radiesse given the timing.